Event description:
It was reported that the infusion device was consuming batteries rapidly. The patient alleged that his device was not delivering an accurate amount of insulin since it began consuming the batteries rapidly. He experienced blood glucose levels in the 400's mg/dl. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.